Event description:
It was reported a patient experienced peritonitis manifested by feeling weak coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event on the same day as the onset of peritonitis. The patient was treated with cefazoline (dosage, route, and frequency not reported) and ceftazidime (dosage, route, and frequency not reported). On a later date, these antibiotics were discontinued due to an allergic reaction described as red skin and a rash. The patient was then treated with vancomycin (once every five days, dosage and route not reported). The patient was still on vancomycin at the time of the report. The patient felt dizzy on an unreported date during hospitalization due to peritonitis. The patient was recovering from peritonitis at the time of the report and had been discharged from the hospital after five days. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.